Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A review of the event history log showed the infusion had some downstream occlusion alarms however the device automatically restarted after each alarm but eventually stopped due to an air in line. The history log indicates that the pump generally worked as it should, but the causes of the downstream occlusion and air-in-line cannot be determined through the history log. Additionally the log does not definitively help identify any infusions issues that might have occurred related to setup or programming. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: it was reported that a spectrum iq infusion pump over infused total parenteral nutrition during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction f10/h6: medical device problem codes: previous report included a1407 which is not needed. Correction: b3, d4: unique identifier (UDI) #, d10. Additional information: d4 serial no.

Manufacturer narrative:
Additional information: b1, b2, h1, h6. Additional information b5: additional event details were provided indicating the total parenteral nutrition was programmed for a volume to be infused for 562ml but the bag emptied prematurely. This was a 24 hour infusion that began at 21:57 and completed the next day at 17:00. The patient experienced elevated blood sugars (400s - possibly referring to mg/dl). A d10 infusion was initiated during the gap between one parenteral nutrition dose and the next to avoid hypoglycemia. The programmed volume was 2400ml at 100ml/hr but the pump indicated only 1838 had infused before the bag emptied. No further information was provided. Correction b3. Correction f10/h6: health effect - clinical codes. Correction f10/h6: health effect - impact codes. Additional information h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was "completing very early as well as some alarming under infusions". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.